Manufacturer narrative:
An event regarding pegs fracturing involving a dura duration all poly pat lg was reported. The event was confirmed. The peg fractures propagated in fatigue. There were asymmetrical damage patterns which suggest that the knee may have been unstable or misaligned. No manufacturing or material defects were observed on the surfaces examined. No patient medical records were available for review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact root cause could not be determined as insufficient medical information was provided. Arterial analysis of the returned device indicated that the peg fractures propagated in fatigue and did not identify manufacturing or material defects

Manufacturer narrative:
An event regarding pegs fracturing involving a dura duration all poly pat lg was reported. The event was confirmed. The peg fractures propagated in fatigue. There were asymmetrical damage patterns which suggest that the knee may have been unstable or misaligned. No manufacturing or material defects were observed on the surfaces examined. No patient medical records were available for review. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the reported lot. The exact root cause could not be determined as insufficient medical information was provided. Arterial analysis of the returned device indicated that the peg fractures propagated in fatigue and did not identify manufacturing or material defects.

Event description:
It was reported that there was a revision of a duracon total knee due to patella fracturing off the peg.

Event description:
It was reported that there was a revision of a duracon total knee due to patella fracturing off the peg.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown patella. When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that there was a revision of a duracon total knee due to patella fracturing off the peg.